Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report could not be duplicated during evaluation. The device passed functional testing and electrical safety tests without issue. No faults were found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.